Manufacturer narrative:
Capsule contracture is the reported reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture is the reported reason for explantation.

Event description:
Capsule contracture.